Event description:
Boston scientific received information that this right atrial lead had displayed high pacing impedance measurements along with noise. The noise was also noted on the right ventricular lead. The noise was oversensed and led to pacing inhibition and asystole greater than 2 seconds. The physician suspected a lead fracture on both leads due to subclavian crush may be the cause of the issue. Replacement options, including a right sided implant were discussed, however with current information no remedial action has yet been taken.

Manufacturer narrative:
Additional information was received from a remote monitoring deactivation notification that this patient passed away seventeen days later. Details regarding the death were not provided. The local area sales representative (sr) was contacted and was not aware that the patient had passed away, however provided more information around the time the event initially occurred. He stated that the patient was in very poor health and a venogram was taken which indicated the patient was occluded on both sides. The (B)(4) believed the patient's family had elected to not go forward with the revision procedure. At this time, there is no further information available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.